Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no report event. As received, a partial lead connector portion was returned in one piece. Visual examination on the lead found a full breached insulation degradation adjacent to the connector boot.